Event description:
Treatment of carotid cavernous sinus fistula (ccf). During the procedure, it was reported that the coil prematurely detached in the catheter. The device was retrieved from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken with the release wire pulled back and likely caused the coil to detach (which is an alternate detachment method stated in the IFU). (B)(4).